Manufacturer narrative:
(B)(4). G2: foreign - event occurred in greece. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported during maintenance that the following failure descriptions were noted; damaged width plate - 1,2,3; damaged machined head, worn screws 3 pcs; worn reciprocation arm; calibration error, and motor issue. There was no patient involvement. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.